Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was having a lot of accidents, which began over the summer. They increased stimulation to 3.6 and could barely feel stimulation, but they were still having accidents. They wanted to try a different program, but they were unable to because they didn't have access to other programs on their patient programmer. Information was provided and the patient was redirected to their healthcare provider to have programs added. There wereno device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They called back because they needed to get 4 mris and wanted to review MRI mode so patient services started to walk the patient through activating the patient's MRI mode however the patient didn't have MRI mode on their programmer. Patient stated they must have been trying to use their old programmer because they had gotten a new programmer when their lead was replaced however that programmer was at home so the patient would have to call back to review MRI mode when they were able to use their programmer meant for their current system. Patient stated that their lead was replaced because it had broken. Patient stated they were an incomplete paraplegic and they fell quite often because of their balance, so when they had their symptoms start up as previously mentioned they had to make an appointment with their health care provider (hcp) and the hcp asked the patient if they'd had any falls and the patient stated they told the hcp that they fell quite a lot and the hcp said the patient falling must have caused the lead to break and that it would need to be replaced. Patient stated the hcp then contacted a manufacturing representative (rep) named about the situation (patient didn't know exactly when they were made aware of the issue) and the rep explained to the patient that the lead would need to be replaced. Patient stated at that point a test (patient agreed it was probably an x-ray) had been done to determine that the lead had broken. Patient then had the lead replaced and that's when they got the new handset different form the current one they were trying to use. Patient stated they would call back when they had the correct handset to review MRI mode if they had any questions. Patient services did review MRI mode on the call with the patient so the patient may not need to call back but stated they still might.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0mg61 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 07-aug-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The g3 date, for the initial report is 2024-06-12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.